Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display. The patient¿s blood glucose was unknown at then time of the incident. The customer's mother stated that the display was blank currently. The display did not report after insulin pump restart. The insulin pump also had rewind anomaly but the customer's mother declined troubleshooting for it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No blank displays or unexpected blank displays and rewind anomalies were noted. The motor was tested outside the unit, and it passed. (B)(4).